Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the stylet was removed from the stent delivery system (sds) the stent came off with it, or possibly the stent implant fell off the balloon. There was no pt involvement. A new promus was used to complete the procedure. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). (B)(4). It is possible that the stent dislodged as a result of handling during product preparation, though this could not be verified. Also, if significant pressure is inadvertently applied during removal of the protective sheath, the stent can become disrupted on the balloon, which may also facilitate stent dislodgement. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. In this instance, a definite cause for the reported stent dislodgement cannot be determined; however, there does not appear to be any indication of a product quality deficiency.